Event description:
Customer reported that the needle spins around continuously when pressure is obtained. There was no pt incident or injury reported.

Manufacturer narrative:
Eval codes: results: eval of the returned product revealed the dial plate is turned as a result the needle pointer is at 8. The reported issue was not confirmed. The needle moves up when the inflation bulb is squeezed and holds pressure. The needle returns to the initial position of 8, when the release button is pressed. Also the rubber protective ring is missing. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).